Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 525 mg/dl at the time of incident and the current blood glucose was 327 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer states they had many insulin flow blocked alarms and did not think it was sets or reservoirs causing the issues high blood sugars. Customer in performing a 5.0 unit fill cannula. Customer states the insulin exited and insulin pump alarmed insulin flow blocked. Customer had a plunger available. Customer reports insulin exits the tubing. Customer reports insulin exits with the fill tubing. The devices will not be returned for analysis.